Event description:
It was reported that the patient's left hip was revised. Original reason for infection was protrusio sustained after a patient fall, but it was also discovered the patient was infected. The shell, mdm metal liner, adm/ mdm poly insert, metal femoral head and restoration modular proximal body were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: 56f mdm metal liner, lot unknown. Adm/ mdm poly insert, lot unknown. 28 +4 metal head, lot unknown. Restoration modular proximal body, lot unknown. Restoration modular distal stem , lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.